Event description:
A customer reported encountering a cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer service provided guidance for resetting the pump, and the caller successfully restarted their sensor session without the error recurring.